Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer inquired as to whether an elevated triglyceride result (3642 mg/dl) could cause a falsely depressed co2 result of 11 mmol/l for a patient sample tested on the architect c16000 system. The sample tested at 26 mmol/l using an alternate co2 method. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of all complaints associated with the co2 assay (list number 3d80, lot number 53465uq08) and a review for complaint trends and corrective and preventative action records for the list number was performed. The review did not identify any trends associated with this issue. Field data was analyzed and this lot appears to perform acceptably. Additionally, labeling was reviewed and adequately addresses the issue under review. Interferences are listed in the package insert, and while endogenous substances may interfere with this assay, handling and storage may have had an impact also. Based on the available information, no product deficiency was identified.